Manufacturer narrative:
Concomitant product: 693565 lead, implanted (B)(6) 2010; 419688 lead, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the device "failed". The device was explanted and replaced. No patient complications have been reported as a result of this event.